Event description:
Ventec contacted the customer to ensure the receipt and acknowledgement of customer recall notification z-1070-2024 for the vocsn patient breathing package (pediatric, active, oxygen, blue). The customer verbally confirmed receipt of the customer recall notification. During that conversation, the customer notified ventec that the patient circuit had been found to be defective right out of the box, noting that the breathing circuit product coil structure had become delaminated from the circuit tubing. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
H6: the patient circuit was not returned to ventec for evaluation. The reporter advised that the patient circuit has already been disposed of. The exact date of the event or destruction/disposal of affected product was not known by the reporter. As part of its investigation, ventec examined patient circuits that had been returned by the distributor and had the same part number and lot code as this event. Ventec examined those returned patient circuits and observed that the inner clear tubing had delaminated (detached) from its blue spiral reinforcement. The degree of delamination appeared to vary throughout the length of the circuit based on visual observation and tactile handling of the bond. Ventec contacted the contract manufacturer of the product (supplier) regarding the reported issue. The supplier later advised ventec that it had performed an internal investigation and determined that the product was manufactured using inadequate extrusion temperature. The investigation determined that the cause of the reported issue was a manufacturing error at the supplier.